Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 265 mg/dl to 450 mg/dl. The user addressed bg level with a bolus and stated that their bg level did not lower, so the user changed the site and bg level lowered. Reportedly, the user went swimming and placed clear medical tape of the site as the user forgot the cap to the infusion set site. The user stated that the chlorine caused the medical tape to disintegrate and thinks chlorine got into their body. However, the user reported no issues with the site itself.